Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. A patient experiencing high impedance was reported to abbott. No intervention is planned. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the leads were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy. Reportedly, patient had multiples falls prior to experiencing ineffective therapy. Imaging showed that one lead had fractured. Surgical intervention may take place to address the issue. The investigation was unable to determine the lead that fractured.

Manufacturer narrative:
B3-date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(6) lot: a000143283.